Event description:
It was initially reported to philips healthcare that the heartstart xl screen was blank. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.